Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Harm code has been changed from t003 to t004, because customer was not on insulin drip and gave a bolus using the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 306 mg/dl. Customer¿s current blood glucose is 364 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated with the insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer changed infusion set and the cannula was bent. The insulin pump will not be returned for analysis.